Manufacturer narrative:
This report is for an unknown dhs plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: giessler n, meffert o, stapel a, heymann h (1994), results of surgical treatment of unstable pertrochanteric femur fractures using dhs and t-plates, trauma surgery, volume 20, page 72-75, (germany). This study involves the use of a t-plate placed on the flap of the dynamic hip screw to laterally support the fragments in treating unstable pertrochanteric femoral fractures. 6 patients (1 male, 5 females) with unstable femoral fractures who were treated using the unknown ao dynamic hip screw and an additional unknown t-plate were included in the study. In 5 cases, this combination osteosynthesis was performed as a primary intervention, in 1 case as a revision procedure after implant placement. Complications were reported as follows: a (B)(6) year old female patient had superficial wound healing disorder. An (B)(6) year old female patient had a deep infection and material dislocation. This report is for an unknown ao dynamic hip screw (dhs) plate. It captures the (B)(6) year old female with deep infection and material dislocation. This is report 3 of 4 for (B)(4).